Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI number is unknown at this time. Device manufacturing date is unknown at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure it was not possible to invalidate home on the imaging system. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) provided.